Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: 11/17/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and loose fibers/particles were observed on lens related the handling of the unit out of a sterile environment. Residues of lubricant material were also observed on lens which indicated that the unit was handled and prepare for surgical use. No damaged was observed to the lens and lens haptics. The customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on the complaint history performed revealed no additional investigations requests for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. Initial reporter name: unknown, information not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 24.0 diopter intraocular lens (iol) was implanted into the patient's operative eye, but would not center due to a capsular tear. The lens was removed and replaced during the same procedure with a sulcus iol (za9003 23.0 diopter). Reportedly there was an incision enlargement and sutures required. There was no patient injury. No additional information was provided.